Manufacturer narrative:
Device analysis indicated that the complaint of the electrode being completely out of the hub. Was confirmed. The shaft of the electrode was found to be completely separated from the hub. The separated shaft was likely due to unintended excessive external mechanical force.

Event description:
A report was received that an electrode became separated from the hub.

Event description:
A report was received that an electrode became separated from the hub.